Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and thickened leaflets. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. However, before deployment of the second clip, it came in contact with the first clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned, deployed medially, and successfully implanted. A third ntw clip was attempted to be implanted, however, the mean pressure gradient was 9mmhg. Therefore, the third clip was not implanted, and the procedure was discontinued. Mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional issues reported in the complaint are captured in a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage), associated with the second clip coming into contact with the first clip causing a single leaflet device attachment (slda), was due to procedural circumstances during positioning of the second clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.